Event description:
It was reported that the right ventricular (rv) lead had high out-of-range shock impedances which gradually rose from 133 to 150-160 ohms. The pulse generator (pg) was scheduled for replacement due to battery depletion, and boston scientific technical services (ts) was asked for a consult as to the impact a new pg would have on rv lead shock impedances. Ts discussed possible causes for impedance changes, such as calcification or mineralization on the lead coils, and discussed doing a delivered shock to get the real delivered shock impedance. They delivered 1.1 joule shocks in the triad and single coil configurations, and the shock impedance dropped to 77 and 86 ohms, respectively. The pg was later replaced, and the rv lead remains in service. No adverse patient effects were reported.